Event description:
Additional information reported the patient¿s previously reported intermittent stimulation was ¿continuing to happen¿ at the time of report. It was noted the situation remained ¿the same¿ and ¿there was nothing new or changed about the problem being experienced.¿ it was stated the patient was to meet with a clinical specialist the following day. The day after report, the patient ¿denied intermittent stimulation and random on/off stimulation episodes.¿ it was noted the patient received reprogramming at the time of report and was ¿appreciative¿ and ¿pleased with the improved coverage.¿

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had intermittent stimulation. It was stated the intermittent stimulation started (B)(6) 2012. Reportedly, the day before report, the patient was outside walking and felt stimulation was off for 1 minute, also the day of report, in her office she felt stimulation was off for about 30-40 minutes. Otherwise she has "great coverage". The patient was reprogrammed and was suggested to make a journal of when stimulation is intermittent. It was stated when the patient left the reprogramming session she was getting "satisfactory" stimulation and was pleased with the results. No further information was known at the time of report.

Event description:
It was noted that the electrode impedances were all great and within normal limits. It was noted that the patient's stimulation was very dependent on their head position. It was noted that the stimulator "really shocks" the patient when it turns off. It was noted that the battery just shuts off sometimes.

Manufacturer narrative:
Product ID: 39565-65 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID: 37754 lot# serial# (B)(4), product type recharger product ID: 37744 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).